Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoid resection, used the circular stapler to make an anastomose, after firing, little cracks on the tissue surrounding the anastomose were seen so over sewing of the anastomose was done.